Event description:
The customer reported that the data flickers on this unit. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the data flickers on this unit. According to the customer, the numerics start to flash and then seem to reset; however, the waveforms disappear. The issue started after the software was updated to version 01-45 and subsequent downgraded back to 01-40. There was no patient injury reported. Investigation summary: multiple follow-up requests were sent to the customer, but they were unresponsive. A definitive root cause could not be determined since we have not received the logs from the complaint device. D10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2024 emailed the customer via microsoft outlook for patient information: no reply was received. D10 concomitant medical device: the following device was used in conjunction with the cu-192ra/g9: bsm-1700: model #: ni. Serial #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Corrected information: d1 brand name: corrected the brand name from csm-1901 to life scope g9. D4 additional device information / model #: corrected the model # from csm-1901 to cu-192r. D4 additional device information / catalog #: corrected the catalog # from csm-1901 to cu-192ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k151080 to k213316. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a

Event description:
The customer reported that the data flickers on this unit. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the data flickers on this unit. According to the customer, the numerics start to flash and then seem to reset; however, the waveforms disappear. The issue started after the software was updated to version 01-45 and subsequent downgraded back to 01-40. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.